Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed noise on the rv channel as reported in the complaint text. These artefacts led to vf detection without shock delivery. Furthermore the provided x-ray images demonstrated the lead in the implanted state with a nearby lead. Based on these diagnostic images, an interaction between both leads cannot be excluded. However, in spite of the available information, no definite conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation duration of approx. 37 months oversensing of the rv lead was reported. There was no mention of a revision.